Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior lumbar inter-body fusion implant date: (B)(6) 2016 (date is approximate). It was reported that on an unknown date, post-op, the inter-fix fusion material migrated. Initial surgery was performed and two cages were implanted under plif procedure at unknown level on unknown date (B)(6) 2016. Post-operatively two cages were observed to be migrated to posterior but not moved into the spinal canal. Products came in contact with the patient. Patient complications were unknown.